Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gate stub with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for gate stub was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there was a molding defect and a protrusion of the hemogard shield of several bd vacutainer® sst¿ ii advance plus blood collection tubes. There was no report of exposure, injury or medical intervention.